Event description:
It was reported that while in use on a patient, this 980 ventilator had a background error code, alarmed, and went into an inoperative status. The patient was transferred to an alternate ventilator without injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator had a background error code, alarmed, and went into an inoperative status. The device was available for evaluation. A review of the logs showed that the device entered into backup ventilation (buv) at the time of the reported event. Service personnel (sp) inspected the unit and found flow sensor calibration failure and replaced the breath delivery (bd) flow sensor. Later unit failed the mix leak test during extended self test (est), for which sp replaced the air proportional solenoid (psol). The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the bd flow sensor and/or air psol. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d4 unique identifier (UDI)# updated section d9 was updated due to returned parts section h6 evaluation codes were updated due to analysis of returned parts result code (annex c): additional code added component code (annex g) - remove g07001 and add g0413501 h3 device evaluation summary: updated due to analysis of returned parts medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator had a background error code, alarmed, and went into an inoperative status. The device was available for evaluation. A review of the logs showed that the device entered into backup ventilation (buv) at the time of the reported event. Flow sensor calibration failed during service personnel (sp) inspection, so the breath delivery (bd) flow sensor for air was replaced. Later unit failed the mix leak test during extended self test (est), for which sp replaced the proportional solenoid (psol) for air. The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. One bd flow sensor for air was returned to medtronic for analysis: the returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One air mix psol was returned to medtronic for analysis: an external visual inspection revealed no anomalies. The psol was installed into a failure investigation test ventilator for analysis. The unit failed the leak test. A breakdown of the unit was performed. It was revealed that there were scratches and other non-physical contamination markings on the poppet. This contamination would not enable the poppet to seal correctly, causing a leak. If a failure of the mix module psol occurs while in use on a patient, the ventilator response would be to enter backup ventilation (buv) the cause of the unit entering buv was isolated to a faulty air mix psol. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.